Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9262078. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation ; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the results of these show that the devices were free of any abnormality or other defects. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system heparin cap was broken. This was discovered before use. The following information was provided by the initial reporter: the inspection found that the heparin cap of the indwelling needle was broken, immediately stop using it and report to the relevant department.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system heparin cap was broken. This was discovered before use. The following information was provided by the initial reporter: the inspection found that the heparin cap of the indwelling needle was broken, immediately stop using it and report to the relevant department.